Event description:
It was reported by medtronic neurosurgery that the shunt was not draining properly and it had to be replaced with a new one.

Manufacturer narrative:
The valve was patent. It met requirements for the siphon, leakage, and preimplantation testings. It did not meet requirements for the reflux testing. It also did not meet all of the requirements for the pressure-flow testings. Proteinaceous debris was observed in the interior of the valve. The instructions for use that accompany the device caution that shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture.